Event description:
Unit dispenses hot air or gets hot especially if unit not perfectly level. Humidifier is off. (B)(6) replace philips respironics dreamstation 2 they asked me to send in the old one but I haven't sent it in yet I might need to use it again.